Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 307731 lot 1908148 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the barrel wall during the primary packaging machine. This may have occurred during the mechanical feeding of syringes in the unit packages. This may cause damage to the barrel of the syringe. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that during use leakage occurred at top of barrel with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter: syringe being used to administer atracurium to patient. Anesthetist noticed that the drug appeared to be leaking from the syringe. New syringe used for patient, with no issue. When leaking syringe checked with water, found to be leaking from the top of the barrel of the syringe, towards the outer edge

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at top of barrel with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter: syringe being used to administer atracurium to patient. Anesthetist noticed that the drug appeared to be leaking from the syringe. New syringe used for patient, with no issue. When leaking syringe checked with water, found to be leaking from the top of the barrel of the syringe, towards the outer edge.